Event description:
The patient was reportedly implanted with a cook biodesign or surgisis urethral sling and a boston scientific obtryx on (B)(6) 2010 at (B)(6) health center in (B)(6) by dr. (B)(6) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.